Event description:
It was reported that "surgeon was not seeing ingrowth on the stem. This patient was revised. Experienced pain."

Manufacturer narrative:
Neither the device nor additional information has been made available at this time.